Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. Post release transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion. The physician performed a pericardiocentesis and the patient was admitted to the cardiac care unit for monitoring. The patient was diagnosed with bleeding diathesis. There were no other complications that were reported to have occurred as a result of this event.